Event description:
Patient reported obtaining a blood glucose result of 542 mg/dl, while using the suspect device. Patient indicated that she was not feeling well (shaky and blurred vision. And sought treatment in the emergency room. Patient stated that - 30 minutes after obtaining the result of 542 mg/dl on the suspect device, her blood glucose measured 199 mg/dl, on a hospital blood glucose monitor. Patient was reportedly treated was received for blood glucose. Valid quality control testing had not been performed on the system. At the time of the report, patient had already discarded the test strips in use at the time of the event.